Event description:
The customer reported that the device locked up at the charge button step during operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device locked up at the charge button step during operational check. The device was evaluated at philips. The symptom was verified. Reloading the software resolved the issue.